Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that champagne sized air bubbles were observed within the infusion set tubing during pump use. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual injection to address elevated bg. Customer continued to use the pump supplies for insulin therapy.